Event description:
It was reported that an endoscopic multifeed stapler was used during a hernia repair. It was reported by the affiliate that there were open staples without possibility to close them. Staples fell out of the instrument. There was no consequence to the pt.